Event description:
The device distributor reported that the pump appeared to be leaking. Zyno has requested but the distributor has yet to provide info regarding to the actual situation. There was no pt involved. Zyno medical llc has no info to determine if the issue was identified at end user facility or at the distributor service site.

Manufacturer narrative:
Eval of the returned device involved in this report by a zyno rep indicated that the flow rate is outside of spec. Pump was repaired and returned to customer.